Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used half filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The white clamp was not closed and the patient connector was not closed (the original wing cap was not submitted by the customer). Damages that would lead to a malfunction were not detected on the sample. After opening the top cap we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was filled up to the nominal value (100 ml) with nacl 0.9% and taken to a functional test respectively leak test. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): diffuser filled with 5fu, theoretical distribution on 48h. 48 hours after installation it remained about 70% of 5fu in the diffuser, the clamp was wide open after checking the nurse the patient to be in the connected again and received the "dose" of prescribed 5fu but on a different period.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: reviewed the device history record and no abnormalities found during in process and final control inspection. We assess this complaint to be justified.